Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture 5/18/2007 to the present date 10/28/2020 and note that this device has been returned for service two times without correlation to the customer reported issue or service repair. Also, there was a production failure [out of adjustment, component failure ] which does not correlate to the customer reported issue. (B)(4).

Event description:
It was reported that there was unknown damage to the device. There was no patient involvement.